Manufacturer narrative:
Device evaluation: the device was returned dry in a small vial. Visual inspection found no visible damage to lens, but foreign material on lens surface (clear residue). Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -4.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.